Event description:
During a bankart repair the physician (B)(6) was utilizing a mini magnum knotless implant w/inserter handle. Once the anchor was inserted into the pt's bone the physician attempted to tension the anchor however the tensioning was not achieved. The implant was deployed and abandoned in the pt's bone as it was unusable. The physician drilled a new bone hole and was able to complete the procedure with a second mini magnum knotless implant. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available.